Event description:
I used the current celltrion diatrust covid test (at home test) that was recently sent by the government via the usps website. This test shows an almost white line in the "t" part of the test result. The instructions say the line should be pink, however the white line showed up once I waited the instructed time. Can you tell me what this means? The positive test line was supposed to be pink, but as you can see in the picture it is more of an off white.